Manufacturer narrative:
(B)(6). (B)(4). Visual analysis of the returned device found the basket was in the extended position when received. Indentation mark was found in the handle indicating correct assembly during the manufacturing process. Functional inspection was performed and found the thumbwheel will moved freely in both directions. However, the sheath would not move over the wire and the basket would not close. The device was disassembled and found that the pull wire was broken at its proximal end. The evaluation concluded that during the procedure the device could have been manipulated. The failure, pull wire broken, could have been caused due to the excessive force or twisting of the device by the user and affected the device's ability to retract the basket. Therefore, the most probable cause of this complaint is "operational context" since due to anatomical/procedural factors encountered during the procedure, performance was limited. The device history record (DHR) review found the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an optiflex¿ retrieval basket was used in the lower pole kidney during a flexible ureteroscopy with laser procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the basket failed to close. The procedure was completed with another optiflex basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable". This event has been deemed a reportable event based on the investigation results; pullwire broken.